Manufacturer narrative:
The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the ccd module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module with drive pcb. In addition, our technician confirmed that the angle wire fluid damage, the down pulley wire fluid damage, the lcb (light carrying bundle) fluid damage, the segment corroded, the control body corroded, the ccd drive pcb corroded, the lg connector corroded, the operation channel (primary) leak, the distal body dirty, and the left pulley wire disconnected pulley wire collar; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""(B)(4)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).